Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 52mm aaa. The diameter at implant of the aorta at the renal artery was 28mm and the length of the proximal aortic neck was 25mm. It was reported approximately 4 years post the index procedure, angiogram identified a ib endoleak. Intervention was performed where the limb was extended into the external iliac with coiling of the hypogastric artery resolving the endoleak. Per the physician the cause of the endoleak was anatomy related due to degeneration around the limb. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.